Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that xience v everolimus eluting coronary stent system instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat an 85-90% stenosed, heavily calcified lesion in the mildly tortuous left anterior descending (lad) artery. The 3.0x28mm xience v stent delivery system (sds) failed to cross the lesion reportedly due to interactions with the patient's anatomy, force was applied, and the shaft separated. The sds was successfully withdrawn from the anatomy without any intervention. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. Another sds was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4) - against resistance. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.